Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 199 mg/dl. The customer stated that the device has been replaced due to motor error. The customer was unable to troubleshoot because of the past event. Customer was advised to call when the alarm occur in order to troubleshoot. The customer also reported via phone that she was hospitalized due to high blood glucose last year. Customer's blood glucose was 603 mg/dl. The customer was admitted to hospital, she was in the intensive care unit for 17 days and was treated with a shot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.